Event description:
Received follow-up info from customer on seven pts; each had a different surgeon at time of initial procedures. Customer questions if corrosion of the lumen surfaces could be a factor in the retention of the biological debris detected. This pt had uncomplicated phaco os with clear corneal incision, pc iol and no sutures in 1999. Endophthalmitis noted two to three days post-op. Presenting with painless loss of vision. Pt hospitalized for six days. Had vitreous biopsy, vitreous antibiotics and vitrectomy. Specimen grew staphylococcus aureus. Resolved over one to two months.

Event description:
Reporter noted recurring problems of endophthalmitis at facility in late 1999 with a cluster of about twelve pts, and three recent cases in 2000. No bacteria isolated. Massive vitreous inflammation, but not posterior uveitis. Outcome of all pts was very good, with recovery of vision in all cases. Customer checked handpiece after normal cleaning and felt handpiece was contaminated with material, such as lens debris from previous surgery, a possible cause for the reaction seen.